Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Diffuse lamellar keratitis and foreign body sensation are not related to the device. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the dlk issues are resolved. The patient is tapering off the medications and has an additional follow up in two weeks.

Manufacturer narrative:
The manufacturer internal reference number is: 2020-29111

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with superior grade two diffuse lamellar keratitis (dlk) in the right eye one day post lasik. Topical steroid dosage was increased and an oral steroid was prescribed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.